Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that, an 840 ventilator was giving oxygen sensor disable alarm. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided.